Event description:
It was reported that the patient was diagnosed with left ventricular dysfunction. While in the cath lab, the md inserted the iab via a sheath. The pump alarmed "high pressure", in spite of the intervention of the staff manually inflating the iab and checking the balloon position." The md was "very upset about this situation" and wanted to exchange the iab. Md used the iab's guidewire to remove the iab; however, the guidewire became stuck in the catheter. Md then removed the iab, replaced it with another iab and the pump ceased alarming. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.